Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that the insulin pump stopped delivery because of the reservoir, and the insulin pump did not alarm. The customer's blood glucose level was 17 mmol/l. The caller reported air bubbles in the reservoir. The caller declined to troubleshoot. The caller was told someone would call her to dive into the issue.